Event description:
Health professional reported explant of a port due to an alleged port leak. A port leak was suspected after the pt had noted lack of restriction, and was confirmed by x-ray. The reporter noted the serial number was not in pt file, and the bmi was also not known. The reporter also didn't know when the pt's last adjustment occurred.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."